Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the proportional solenoid valve assembly (psol). The unit then passed all testing.

Event description:
It was reported that a ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.